Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms and no sensing. The patient is pacer dependent so they are being paced at 30 beats per minute (bpm). There is no capture at maximum outputs. The lead configuration is set to lv ring to can. When going lv tip to can, pacing impedance measurements are 496 ohms. In lv tip to lv ring configuration pacing impedance measurements are greater than 2000 ohms. When configured lv tip to can, threshold measurements are good at 1 volt. A technical services (ts) consultant was contacted regarding this issue and discussed this was likely a fracture of the lv ring conductor. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information was received that the revision procedure was performed, and the left ventricular lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that lv pacing was programmed off; however, the patient has not been feeling well. The physician decided to replace the lead. A revision procedure would be scheduled in the near future.

Manufacturer narrative:
Upon receipt at our laboratory, visual inspection confirmed a conductor coil fracture at 415 milimeter from the terminal pin. The polyurethane was bent and the inner insulation was worn at 415 millimeters from the terminal pin. The outer insulation was puckered at 395 - 405 milimeter from the terminal pin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.